Manufacturer narrative:
Revision surgery was performed without incident to address the glenosphere detachment. During revision surgery, it was noted that bone in the superior portion of the glenoid required removal as part of site preparation for final seating of the replacement glenosphere.

Event description:
Glenosphere detached from baseplate.